Event description:
Customer reported low blood glucose symptoms with result of 60 mg/dl obtained using professional device. Customer self treated, and re-tested on the active s system. Result was 133 mg/dl obtained within 10 mins of the result on the professional device. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.